Event description:
Term obstetrical delivery. Vaginal delivery attempted with vacuum assistance without success. Vacuum applied 4 times cesarean section delivery of infant. Infant incurred subdural hematoma with seizures. Infant transferred to neonatal intensive care unit.